Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a femoral shortening procedure on (B)(6) 2016 during which the expert-adolescent femoral nail targeting assembly missed the dynamic screw hole. The targeting assembly, which consisted of an insertion handle, aiming arm, and calibrated drill bit, hit the nail and would not advance through the dynamic hole. The surgeon removed the sleeve and the trocar assembly; thereafter, the drill bit was redirected through the existing hole in the bone. The drill bit successfully passed through; the screw was then inserted without further incident. The procedure was completed with a one (1) minute delay. X-rays were taken, but no additional medical intervention was required as a result of the encountered issues. The patient's post-operative status was reported to be as planned. Concomitant devices reported: titanium adolescent lateral entry femoral nail-ex (part: 04.031.972s / lot: 7346539, quantity: 1) and guide sleeve (part/lot: unknown / quantity: 1). This report is 3 of 3 for (B)(4).